Event description:
On (B)(6) 2012, the patient contacted animas and reported that the keypad buttons were unresponsive. Reportedly, when any of the keypad buttons were pressed, the display advanced directly to the audio bolus screen. The patient indicated that every 30 seconds, the screen advanced to the audio bolus screen at random when no buttons were pressed. The patient denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
(B)(4): the keypad was found to be torn over the ok button and the audio bolus button was completely detached. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, the up arrow and contrast keypad buttons were intermittently unresponsive; the ok and down arrow buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed, and a supplemental report will be filed. No conclusions can be made at this time.